Manufacturer narrative:
The referenced uhi-4 is planned to return to olympus medical systems corp.(omsc) for evaluation, however the uhi-4 is not returned to omsc yet, therefore omsc cannot evaluate the uhi-4. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified surgery, the uhi-4 could not insufflate the patient¿s abdominal cavity. The facility changed the uhi-4 to the other unspecified similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00420 to provide the device evaluation results. The referenced uhi-4 was returned to olympus medical systems corp (omsc) for evaluation. Omsc evaluated the uhi-4 and found that there was no abnormality and irregularity and could not confirm the user¿s report. However the uhi-4 recorded the error log which indicated the abnormality of the hydraulic line pressure sensor for nine times. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility of the error log was attributed to the inappropriate handling by the user, such as the partially clogging of the tube, the ingress of the liquid and/or foreign particle into the uhi-4, or the usage environment of the facility, such as the temporary malfunction due to the noise. Consequently there was the possibility the error caused that the uhi-4 could not operate correctly then could not insufflate the patient. Olympus stated the appropriate handling of uhi-4 and the counter measures against abnormalities in the instruction manual of uhi-4. There were no further details provided. If significant additional information is received, this report will be supplemented.